Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for paroxysmal atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.